Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 72 hours if using novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed the infusion set and received another occlusion alarm. The customer's blood glucose (bg) level was 114 mg/dl. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer had been using the cartridge for 4-5 days. The customer indicated that the cartridge would be changed.